Event description:
It is reported that the patient underwent right total hip revision in 2001. Post-op patient did well until 2002, when x-rays revealed malposition of the head inside the acetabular shell. As a result the hip was revised where intraoperatively the liner was found to have fractured.